Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via medtronic social media source of no delivery alarms and a button error on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that they had to hold the buttons down for more than once for it to work. The customer stated that they tried to bolus and it read no delivery. The customer stated that the pump does not deliver insulin. The customer was advised to contact the helpline for help.